Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the unspecified coronary artery, after the xience alpine stent was implanted, a 3.5 x 12 mm nc trek balloon was used for post-dilatation but could not be inflated. The device was removed from the anatomy; a 3.5 x 12 mm and 4.0 x 8 mm nc trek were used to successfully complete the post-dilatation without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.